Manufacturer narrative:
(B)(4). Device in an access site that was enlarged after device use, but prior to advancing the knot to achieve hemostasis. Per the instructions for use: the perclose proglide 6f smc system is designed for use in 5f to 8f access sites. The devices are not returning for evaluation; therefore, a failure analysis of the complaint devices could not be completed. It was reported that the procedures were performed between (B)(6) 2010 and (B)(6) 2012. Per the proglide instructions for use during this timeframe the safety and effectiveness of the perclose proglide smc devices had not been established in the following patient populations: patients with introducer sheaths less than 5f or greater than 8f during the catheterization procedure. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This event was captured on review of the article: "simple, effective and safe vascular access site closure with the double-proglide preclose technique in 162 patients receiving transfemoral transcatheter aortic valve implantation". It was reported that a single center retrospective study identified a total of 162 patients who underwent tavi (transcatheter aortic valve implantation) between may 2010 and december 2012. Of the 162 there were 10 closure issues. The closure devices used were proglide devices. Clinical outcomes were as follows: overt bleeding- failure to achieve hemostasis- 2 patients; bleeding seen on post procedure angiogram- 2 patients; dissection/occlusion- 3 patients; overt bleeding in emergency patients who had been taken on cardiopulmonary bypass with high dose heparin- 3 patients; treatment: one patient- balloon occlusion from the contralateral side 9 patients- surgical repair; 10 patients- blood transfusion. Additional article referenced that reported 22 iliofemoral vascular complications. Device issues were not referenced. Types of vascular complications and treatment were not given. No additional information was provided.

Manufacturer narrative:
(B)(4). Patients for the study reported to be 82 plus or minus 2 years old. Patients for the study reported to be 48 males and 114 females. Date of event estimated. The article indicates the procedures were performed between 2010 and 2012. Concomitant products: sheath: 6f, 16f, 18f, 19f, 20f; protamine, heparin, aspirin, clopidogrel. The customer reported the device was discarded. The lot number was not identified. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Simple, effective and safe vascular access site closure with the double-proglide preclose technique in 162 patients receiving transfemoral transcatheter aortic valve implantation. (Catheterization and cardiovascular interventions 82:e734:e741 (2013) ): daniel p. Griese, md, wilko reents, md, anno diegeler, md, sebastian kerber, md, and jorg babin-ebell,md.